Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed the image was ¿too dark¿. The issue happened in an unspecified procedure. There were no reports of patient harm.

Event description:
It was reported the rigid video scope malfunctioned and noticed the image was "too dark". The issue happened in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A light transmission failure was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following malfunctions were identified during the device evaluation: cracks on side of video connector, minor stains under light guide cover glass, minor scratches on distal edge and distal fiber breakage. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.